Event description:
See also manufacturer report #3004209178201007346. It was originally reported that the patient had a spinal cord stimulation (scs) ins device revised and replaced on (B)(6)2008, following the patient's complaint of discomfort at the ins site. The device that was then implanted was restore, (B)(4). It was stated that the event was attributable to the patient's ins device. It was also noted that the patient had developed a seroma where the previous ins had been placed. There was no infection as determined by a wound culture being obtained. No patient outcome was provided. On (B)(6)2008, the patient reported an "oozing out of incisions on buttock area." The patient also reported a loss of therapeutic effect. The patient was at the higher end of the amplitude settings and did not receive relief. The patient was to have a physician appointment the next day. No patient outcome was provided. Additional information was received stating that on (B)(6)2010, the patient's ins device system was explanted due to a (B)(6) infection. It was noted that the patient was part of an ispr study, at that time. The patient recovered without sequela. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4): the devices have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.